Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurately high results compared to a hospital meter that was "30 points higher". This complaint is being reported because, the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.